Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope forceps elevator was not working properly. The issue occurred during an unspecified procedure. There were no reports of delays and no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: h3 and h6. Correction on fields: e2, e3, g2 (health professional was inadvertently unselected in the initial report) and h6 (component). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction could not be confirmed. It is presumed that the guide wire was not fixed at the forceps elevator. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that tension of guide wire at forceps elevator decreased by aging. The event can be detected by following the instructions for use (IFU): operation manual, chapter 3, 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.